Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain in extremity ("horrible leg pain"), endometrial ablation ("an ablation of my uterus only (uterus)"), spinal operation ("several surgical interventions on my spine, as well as at neck level") and hip arthroplasty ("2 hip prostheses") in a 33 year-old female patient who had essure inserted (lot no. 627445) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 467 days after essure insertion, she experienced pain in extremity (seriousness criterion medically important), dyspnoea ("shortness of breath"), migraine ("horrible migraine which I easily have 3 or 4 times a week"), peripheral swelling ("swollen foot") and raynaud's phenomenon ("I have also caught raynaud¿s disease") and underwent endometrial ablation (seriousness criterion medically important) and spinal operation (seriousness criterion medically important). In 2014 she experienced helicobacter infection ("helicobacter pylori for 10 years, despite undergoing treatment 5 times"). On unknown date she experienced retinal detachment ("I have had a retinal detachment in the left eye") and underwent hip arthroplasty (seriousness criterion medically important) and eye laser surgery ("laser in the right eye"). The patient was treated with surgery (uterine ablation, , two hip prosthesis insertions and laser in right eye). Essure treatment was not changed. At the time of the report, the pain in extremity, helicobacter infection, dyspnoea, migraine, peripheral swelling and raynaud's phenomenon had not resolved. No causality assessment was received for essure with regard to endometrial ablation, spinal operation, helicobacter infection, hip arthroplasty, pain in extremity, dyspnoea, peripheral swelling, raynaud's phenomenon, migraine, retinal detachment or eye laser surgery. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-mar-2024. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain in extremity ("horrible leg pain"), endometrial ablation ("an ablation of my uterus only (uterus)"), spinal operation ("several surgical interventions on my spine, as well as at neck level") and hip arthroplasty ("2 hip prostheses") in a 33 year-old female patient who had essure inserted (lot no. 627445) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 467 days after essure insertion, she experienced pain in extremity (seriousness criterion medically important), dyspnoea ("shortness of breath"), migraine ("horrible migraine which I easily have 3 or 4 times a week"), peripheral swelling ("swollen foot") and raynaud's phenomenon ("I have also caught raynaud¿s disease") and underwent endometrial ablation (seriousness criterion medically important) and spinal operation (seriousness criterion medically important). In 2014 she experienced helicobacter infection ("helicobacter pylori for 10 years, despite undergoing treatment 5 times"). On unknown date she experienced retinal detachment ("I have had a retinal detachment in the left eye") and underwent hip arthroplasty (seriousness criterion medically important) and eye laser surgery ("laser in the right eye"). The patient was treated with surgery (uterine ablation, two hip prosthesis insertions and laser in right eye). Essure treatment was not changed. At the time of the report, the pain in extremity, helicobacter infection, dyspnoea, migraine, peripheral swelling and raynaud's phenomenon had not resolved. No causality assessment was received for essure with regard to endometrial ablation, spinal operation, helicobacter infection, hip arthroplasty, pain in extremity, dyspnoea, peripheral swelling, raynaud's phenomenon, migraine, retinal detachment or eye laser surgery. Lot number: 627445, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.